Event description:
It was reported the cdh33 was used during a colon procedure. It was reported the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Based on the information received and the visual nad functional results, it appears as if the instrument was not fired through a completed firing stroke. This is evidenced by the breakaway washer being returned ancut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the completed firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed all the staples around the entire staple ring with an acceptable cut on the test media and the breakaway washer. The batch history records were reviewed with no anomalies noted for missing staples.